Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they had further communication with different program ¿ ¿every time they pushed plus or minus it stayed for 3 minute¿. The used of the antenna was not understood. They also reported that they ¿never expressed affect on equilibrium ¿ only that they could feel the difference in the muscle control when it was turned off and it was set above 500¿. The patient stated they spoke with someone but they were not specific with the steps to activate the controller. It was further mentioned that the ins was working well at blocking pain signals. The patient indicated turning it up higher than ever before and also got better results. They just did not grasp that every time they hit the plus or minus it should have stayed in that position for 3 minutes. They did believe that was only if they made other changes. The specific issue was with the lower legs and hips.

Event description:
Additional information was received from the patient. It was reported that the patient talked to his rep who explained that the patient must stay in that position for three minutes. While spinal cord stimulation was set up high at 535 it affected the patient's leg muscle while walking the instant it turned off. It was noted that the first rep was all about going through the steps of turning it on while using the antenna. The antenna was not over the spinal cord stimulator so it did not show the lightning bolt. Poor communication was the reason for this. The rep tried to tell the patient how to turn it on and the patient was troubleshooting. The patient didn't use an antenna so he did not understand what to do with it. It was noted that there was poor communication only.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulation was turning off quite regularly, it stopped on its own. It was stated that when it goes off they tried to make it come back on by standing back up erect and within a minute it would come back on. It was noted that they had adaptive stimulation enabled and it was set up to turn off when they sat down and lean back in the recliner or laid down. They always left stimulation the way it was originally set and recently increased because they were having more pain. That is when they noticed the off/on issue. It was more an annoyance and when they were taking strides it happened and affected their equilibrium. This probably occurred 5 times a day. They were walking the dog and moving starting to walk when they felt the stimulation off/on. They had a motorcycle accident right before thanksgiving 2014 and did not have any issues at that time. The patient had group a program 1 at 3.8. The patient reported stimulation off. Adaptive stimulation was not enabled. The manufacturer worked with the patient to turn stimulation on and patient reported seeing the adaptive stimulation symbol. It was unknown if it resolved, the patient felt stimulation and put the level at 3.25 after about three minutes they did not feel it but patient was sitting down. They had an appointment in two weeks. They had intermittent stimulation and increased pain. The increase pain was said to be (B)(6). Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.